Manufacturer narrative:
Initial reporter facility full name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, the foley catheter faced a malfunction as while trying to collect urine using a clamp and syringe to measure urine volume; but only air could be drawn and after switching to a different product, about 500 ml could be collected.